Manufacturer narrative:
(B)(4): there was no damage to the keypad. All of the keypad buttons were found to be functional. The keypad was removed and not button contact defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter stated that the ok keypad button was intermittently unresponsive for two weeks and that it required multiple button presses in order to get a response. She stated that the issue is now occurring more frequently. The keypad was reportedly intact; it was indicated that the keypad buttons felt normal and that they were not sticking and had normal spring back. The reporter claimed that on (B)(6) 2012 at 7 pm, the patient programmed a bolus in the pump and at the time the patient's bg was reported to be 229 mg/dl; she stated later on that evening at 9 pm, the patient's bg was reported to be 472 mg/dl with no reported signs or symptoms. The reporter stated that when she reviewed the pump's history and noted that the bolus programmed at 7 pm on (B)(6) 2012 was not recorded in the pump's history. A correction bolus was reportedly delivered on (B)(6) 2012 and then on (B)(6) 2012, the patient's bg was reported to go down to 101 mg/dl. The patient reportedly wore the pump attached to a belt and did not clean the pump. The reported bg does not meet the animas definition of an adverse event. This report is made based on the allegation that the ok button was intermittently unresponsive.